Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in one piece. Visual inspection found an external insulation abrasion at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the oversensing noise was due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
It was reported that there were episodes of oversensing noted due to noise on the right atrial (ra) lead. The lead was cut and part of the lead was explanted. The remainder of the lead was capped and left in the patient. The patient was stable with no consequences.